Event description:
A customer contacted beckman coulter inc. (Bec) regarding forty-four erroneously high cmbx (ckmb udr assay) results that were noticed when the customer was correlating this udr vendor method on their unicel dxc 800 pro synchron chemistry analyzer against another instrument and methodology (advia instrument and diasys method). The high results indicated a possible myocardial infarction but did not match the patients' clinical picture and were questioned by the physician. Per customer, the other instrument and methodology matched the patients' clinical picture. There was no affect to patients with regard to this event.

Manufacturer narrative:
There were no problems with calibration or qc issues as noted by the customer. No other analytes are in question for these patients. Service was not requested by customer. Failure mode is unknown at this time.